Event description:
IV pump was set to infuse zyvox and fluconazole via secondary infusion. The pump did not alarm, drops were visualized in the chamber, and medication did not infuse. FDA safety report ID# (B)(4).